Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report several sensor error alerts. The customer's blood glucose level was 50 mg/dl and treated by drinking a glass of milk. The customer was advised that the device would be replaced, and was informed to return the product for analysis; however nothing was returned.